Event description:
Customer reported his sensor readings were inaccurate. Customer stated the sensor reading were usually higher then his blood glucose reading. Customer stated the paramedics had to be called due low blood glucose of 30 mg/dl range. Customer stated the device did not alert he was low. Customer woke up to paramedics around him and an IV in his arm. Customer stated he was in the process of moving so he had done more physical activity as a significant event that may have caused him to go low. Customer was unable to troubleshoot customer was driving at the time of call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-41087.